Event description:
It was reported that two (2) large volume infusors leaked from the blue winged cap. The issue was noticed before patient use. The device was filled with fluorouracil (5fu). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph noted several droplets of fluid inside the bag which suggested possible leak or condensation may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.